Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 - date of submission 09/26/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 09/05/2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test screen was inserted for evaluation and was found to function properly with normal contrast. Unrelated to the complaint, the keypad was found to be peeling at the up arrow button. All of the keypad buttons responded appropriately during testing. There was contamination found under the up arrow, down arrow and contrast contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.